Event description:
During an in-clinic follow-up, increased capture threshold resulting in a loss of capture (loc) was observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was found to be dislodged. A revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.